Event description:
This x-ray system while doing fluoroscopy went down mid-procedure. No error messages noted by operator.

Event description:
X-rays revealed lead dislodgement. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.